Manufacturer narrative:
It was reported that when the end user went to sit on the seat of the rollator, the rollator moved and she fell and suffered a hairline fracture of her thumb. The fall was not witnessed. The rollator remained upright and only one brake was found to be engaged after the incident. The ground was sloped and not level. The thumb was immobilized and no surgical intervention was indicated. The sample was returned and evaluated. The husband stated that no maintenance had been performed on the device since they began using it. It was very worn and the wheels were scraped to the point of balding. The left brake was adjusted tightly and combined with an excessive build up of dirt on the wheel, prevented the wheel from spinning freely. Upon adjustment, both brakes functioned as intended. No mfg defect was identified.

Event description:
End user fell while using the device and fractured her thumb.